Event description:
A (B)(6) female patient contacted zoll customer support to report that the charger was not working. The patient was unable to provide anymore details. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (charger isn't working) has been confirmed. Upon evaluation, the battery would not hold a charge nor power up a monitor. Liquid contamination was found inside of the battery pack. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.